Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarms note during testing. No button error alarms noted during testing. No moisture was noted on the electronic or motor assemblies per visual inspection. The device had minor scratches on the lcd window and cracked case at the display window.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer was about to use the device when it alarmed. Troubleshooting was performed. Customer doesn't recall her blood glucose level at the time event. Customer reported, she had the device in the pool and now was unable to clear the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.